Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience infection at the implant site in (B)(6) 2018. Subsequently, the abscesses were drained 3 times in (B)(6) 2018 and the patient was treated with oral, topical and injectable antibiotics. The patient is being clinically managed by the health care provider.